Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported the implant was removed from tooth site 42 due to a trauma injury from a fall. The adjacent tooth 43 presents with luxation. Patient will return for alveolar augmentation. Patient presented pain. Bone type: I.